Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device's main keypad assembly was severely damaged. Physio replaced the main keypad assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.  (B)(4).

Event description:
It was reported to physio-control that the customer's device would not power on. The device's main keypad was severely damaged. There was no report of patient use being associated with the reported event.